Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous distal left circumflex artery. The apex push monorail 15mm x 1.50mm balloon was being used for predilatation. On the first inflation the balloon ruptured at twelve atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a detailed microscopic examination of the balloon material could not identify any holes or tears. There was a large build up of solidified contrast media and blood present inside the inflation lumen. The device was attached to an encore inflation unit and several attempts were made to inflate the balloon, without success. The device was immersed in hot water, in an attempt to dissolve the solidified contrast media that was present. However, all additional attempts to inflate the balloon failed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 90% stenosed lesion was located in a non calcified and moderately tortuous distal left circumflex artery. The apex push monorail 15mm x 1.50mm balloon was being used for predilatation. On the first inflation the balloon ruptured at twelve atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.